Event description:
Information received indicates the brake is not working. All of the casters fail to lock into swivel.

Manufacturer narrative:
The technician replaced all of the casters to repair the stretcher.